Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(4). Investigation summary: ¿ scope of issue: the scope of issue is limited to part 656874 bd facsvia flow cytometer and serial# (B)(4). ¿ problem statement: customer reports that the same sample read on the day and 24 hours later is generating disparate results. ¿ manufacturing defect trend: there are no quality notification related to the reported complaint. Date range from 06 apr 2019 to date 06 apr 2020 ¿ complaint trend: this is the only complaint (complaint # (B)(4)) related to the reported complaint. Date range from 06 apr 2019 to date 06 apr 2020 ¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, service max review, root cause and risk analysis, the reported complaint was not confirmed. Review of user guide for facsvia part # 23-14662-01, revision # 01 in chapter #4, there is a caution note¿ do not run process controls or test samples if instrument qc fails. A successful instrument qc is required to ensure accurate results. ¿ service max review: after the analysis of the reports sent by the customer, the fas noticed that: the instrument is used for clinical use and the issue happened with patient sample and also control runs. The customer passed the control run that pointed a message of the acquire events of the trucount control. Even that, the customer did not stop the instrument and passed patient samples. As she ran the samples and noticed a big difference in the cell count, she associated the control error and the difference in the cell count with some equipment problem. So, she performed some tests with same samples, which generated different results to each test. At this moment she contacted bd to evaluate the issue. According to the fas, the customer said that she passed the control run, it appeared a message, she did not adjust the instrument according bd procedures, and continued. Then, based on the fas analysis of customer's files tests, the samples were wrongly prepared. This happened with a facsvia, so, the results of control and patient samples could be re-analyzed. The controls were within reference values and patients results were released after bd adjustments to correct the beads inside the gate. Resolution remote access performed: the customer was instructed on 2 main points: if the trucount beads of the controls are below 10,000 events: we recommend adjusting the beads gate to fully encompass the population. Regarding the sample that was processed 2 times within 24h and generated discordant results: we evaluated the results obtained and found that the results obtained on 04/01 presented trucount beads with an inappropriate format (fallen beads), which generated great changing results. Therefore, the results obtained on 03/31 are correct, since the beads and the populations obtained were adequate. Customer reports that the same sample read on the day and 24 hours later is generating disparate results. In addition, the equipment stops acquiring the sample (in some samples), but after sip clean and / or backflush the equipment resumes normally. Customer sent the results for analysis. Bimonthly maintenance was carried out on 03/23. Returned sample evaluation: the sample was not requested to be returned because it is investigated to be user related and service team had managed to resolve the problem remotely. Manufacturing device history record (DHR) review: review of DHR part # 656874 serial r656874590112 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part # 10000176773ra, revision d was reviewed. Hazard(s) identified? ¿yes if no (to above), what actions will be taken? Hazard ID :3.2.1. Hazard: user runs samples on instrument without running qc mode first casue of event: use can skip running qc mode. Harmful events: incorrect results severity:2, probability:3, risk index: 6, implementation: 23-14662-00bd facsvia instruments for use, tp-133, tp151, tp-170, 23-14661-00 facsvia safety and limitations. Risk control(s): sy-2400 - daily qc ¿ frequency, sy-2723 ¿ daily qc- notifications ¿ last run fail / expire, never run samples if the instrument fails qc mode ¿ general safety precautions-_safety limitations guide, software dialog box prompts user to run qc before collecting sample, new hazard: none. Hazard ID :3.2.2. Hazard: user runs samples on instrument that failed qc mode. Cause of event: qc mode failed and user was able to still proceed and run samples. Harmful events: incorrect results, severity:2, probability:3, risk index: 6, implementation: 23-14662-00bd facsvia instruments for use, tp-133, tp151, tp-170, 23-14661-00 facsvia safety and limitations. Risk control(s): sy-2400 - daily qc ¿ frequency, sy-2723 ¿ daily qc- notifications ¿ last run fail / expire, never run samples if the instrument fails qc mode ¿ general safety precautions-_safety limitations guide, software dialog box prompts user to run qc before collecting sample, new hazard: none. Mitigation(s) sufficient ? Yes if no (to above), what actions will be taken. Root cause: based on the investigation result, the root cause was determined to be user did not follow as per bd procedures and had bypassed controls with warning. The user did not stop the instrument and went ahead to test patient samples. Conclusion: based on the investigation results, complaint was not confirmed.

Event description:
It was reported that during control run, error message occurred. Customer continued to run patient samples and erroneous results occurred with a bd facsvia flow cytometer. The following information was provided by the initial reporter: the instrument is used for clinical use and the issue happened with patient sample and also control runs. The customer passed the control run that pointed a message of the acquire events of the trucount control. Even that, the customer did not stop the instrument and passed patient samples. As she ran the samples and noticed a big difference in the cell count, she associated the control error and the difference in the cell count with some equipment problem. So, she performed some tests with same samples, which generated different results to each test. At this moment she contacted bd to evaluate the issue. According to the fas, the customer said that she passed the control run, it appeared a message, she did not adjust the instrument according bd procedures, and continued. Then, based on the fas analysis of customer's files tests, the samples were wrongly prepared. This happened with a facsvia, so, the results of control and patient samples could be re-analyzed. The controls were within reference values and patients results were released after bd adjustments to correct the beads inside the gate. Resolution remote access performed: the customer was instructed on 2 main points: 1. If the trucount beads of the controls are below 10,000 events: we recommend adjusting the beads gate to fully encompass the population. 2. Regarding the sample that was processed 2 times within 24h and generated discordant results: we evaluated the results obtained and found that the results obtained on 04/01 presented trucount beads with an inappropriate format (fallen beads), which generated great changing results. Therefore, the results obtained on 03/31 are correct, since the beads and the populations obtained were adequate. (Images are attached). Customer reports that the same sample read on the day and 24 hours later is generating disparate results. In addition, the equipment stops acquiring the sample (in some samples), but after sip clean and / or backflush the equipment resumes normally.